Event description:
Incident as reported by the user facility on an event involving a 5f valved PICC device: "the pt was a (B)(6) male who was in the extended care facility for palliative care secondary to multiple chronic medical issues. The only IV meds he was receiving was dilaudid and morphine prn comfort. He was not allergic to any meds. The incident occurred on the night shift of 11/27. A nurse had been in the room with the pt, left and returned a short time later and the PICC was observed on the pt's bed. The pt was described as exhibiting some confusion at the time. Only a short portion of the PICC was found: the wings, hub and approx 4 inches. The remainder of the PICC was never located. Chest and arm radiographs were taken as f/u to ensure that the remainder of the PICC had not been retained. The pt expired 9 days later secondary to multisystem organ failure." It was clearly indicated in a f/u conversation between navilyst medical and the hospital that the reported event had no relationship to the pt's death.

Manufacturer narrative:
Navilyst medical is attempting to obtain additional info regarding this event from the end user hospital to assist in the investigation. Navilyst is also following up on the availability of the device sample from this event. Upon the completion of the investigation, a supplemental medwatch will be submitted. (B)(4).